Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found dead at home. All was fine when the patient was seen for a follow-up at the clinic on (B)(6) 2016. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.